Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was posing an error message. There was no patient involvement. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse recommended looking for leaks. The customer reported to have replaced the oxygen sensor. The unit passed all tests. Covidien was not authorized to repair the device.